Event description:
The customer reported, the dose and field size are out of tolerance. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the camera. System operates as intended. (B) (4).